Event description:
A falsely elevated ctni result of 6.89 ng/ml was obtained on a plasma sample, while the duplicate test obtained a value of 0.06 ng/ml. The hospital runs all ctni samples in duplicate; therefore, the result was not reported to the physician. The test was repeated twice more with values 0.08 and 0.06 ng/ml. Pt treatment was not prescribed or altered. There were no adverse consquences to the pt as a result of the falsely elevated ctni result. Analysis of instrument data did not indicate and instrument failure. The falsely elevated result was caused by poor instrument maintenance by the operator.